Manufacturer narrative:
The device is not available for evaluation, as contained cytotoxics, however a lot of history reviewed will be performed.

Event description:
The event involved a primary plum set, 2 clave multiport connector, ball check valve in sight chamber where the customer reported that when connecting the extension tube (which came prepared from the pharmacy) to one of the access claves for administering cytostatics, it was not possible to pass the medicine through. The clave was obstructed internally and did not allow the medicine to pass through (the connections are clave spirals and were perfectly hooked). The nurses changed the access from the extension rod to another key on the same device and were able to pass the medication through without any problems. The conclusion was that the keys were damaged internally and would not allow the liquid to pass through. The problem was identified when programming the pump, with the device connected by the clave to the spirals and the plum pump emitting a distal occlusion beep. This happened with 3 devices. The event occurred during patient use, there was no one harmed as a result of this event.

Manufacturer narrative:
A picture was returned showing a blue arrow pointing to the blue clave of a primary plum set the complaint of occlusion could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.